Manufacturer narrative:
The reported event of lead damage was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual and x-ray inspection of the lead found no anomalies to the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During attempted implant, the physician attempted to use the slitter on the right ventricular (rv) lead and damaged the lead. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.